Event description:
It was reported that when using the bd pyxis¿ medbank tower, drawer 6 failed to open and all drawers were offline and only partially powered, with populate buttons alternating yellow. However, there were no delay in patient care and no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-oct-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual incident, it was determined that there was a power source problem on the site. A field service engineer (fse) contacted the site and advised the customer to relocate the refrigerator plug to a different power source. After isolating all medbank devices onto a dedicated uninterrupted power supply (ups), the mini, tower, and all-in-one units operated normally. No further failures were initially reported, and the customer confirmed improvement, with a recommendation to have an electrician assess electrical capacity. Later, the customer reported drawers were still offline, after which technical support specialist (tss) remotely restarted the medbank application, restoring normal operation. The system functioned as intended after the field service engineer guided the customer and technical support specialist troubleshot the device.